Event description:
It was reported via (B)(4). The balloon failed to coe out of the patient on extraction. The intra-aortic balloon (iab) was inserted (B)(6) 2013 and removed (B)(6) 2013. Medical intervention was required. There was a patient injury reported. Additional information received on (B)(4) 2013 stated that the iab was inserted via a sheath into the left femoral artery. Approximately 24 hours after insertion, the pump alarmed several times. The rn could not identify specific alarms, but believed the message was related to a kinked catheter. Attempts to clear the alarm were unsuccessful and the staff tried two other intra-aortic balloon pump (iabp) consoles with no change in alarm. The md cardiac care unit (ccu) intensivist felt the iab could be ruptured although no blood was visible in the helium driveline tubing. The cardiovascular technician (cvt) from the cath lab was present at the bedside as a spring wire guide was placed in the central lumen without difficulty. The md wanted to exchange the iab for a new one at the bedside. When the md attempted to remove the iab he met significant resistance and then consulted the vascular surgeon (vs) the determination was made that it was not appropriate to remove the iab at the bedside and the patient was scheduled for coronary artery bypass graft (CABG) surgery later that day. The patient was taken to the operating room for CABG and the iab was removed by the vs during the CABG. Another iab was not required. There was no patient injury or harm from the delay in treatment or due to the surgical removal of the iab. According to the rn the patient has been discharged from the hospital. The iab was sent to risk management. After the iab was removed from the patient the staff noted that there was a large amount of clotted blood within the iab membrane. The risk management office will follow up with the patient to assess for any additional issues since his discharge. The risk manager will return the iab after patient follow up.

Manufacturer narrative:
(B)(4).